Event description:
Information received by medtronic indicated that the inpen is not working, stated its not recording any of the doses. Its giving a wrong amount to inject and now its not sending to the app. No harm requiring medical intervention was reported. The in pen will be returned for analysis.

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.4. Color: grey. Battery life remaining: 4 months. Customer reports: the inpen is not working, states its not recording any of the doses. Per visual inspection: missing dosing window. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Inpen did not produce any false dose logs during investigation. The patient complaint of inpen not pairing and dose log inaccuracies could not be confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.